Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Not applicable. Device evaluated by bd service.

Event description:
It was reported that a patient was receiving heparin drip at a rate of 15.6ml/hr through pump module "channel a." There was another pump module (channel b) attached to the same pcu but there was no infusions running. It was noted that the clinician, who was standing outside patient's room, heard a beep and upon entering the room, it was noticed that channel a powered down. The previous "channel b" is now displaying as "channel a." The clinician transferred the heparin tubing and restarted the infusion. There was patient involvement but no harm.